Event description:
The customer reported a false nonreactive architect syphilis tp result generated by the architect i2000sr processing module for a patient. The result was inconsistent with the results from other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): architect syphilis tp result = 0.23 s/co (nonreactive); autobio luminescence platform result = 2.65 s/co (positive); tppa result = positive; colloidal gold result = positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-74 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that lot 76480be01 performs as expected for this product. A review of tracking and trending for the architect syphilis tp reagent did not identify any related trends. A labeling review concludes that the issue is adequately addressed. A device history record review did not identify any potential non-conformances, non-conformances or deviations associated with the complaint lot and complaint issue. Sensitivity testing of a retained reagent kit of lot 76481be00, which contains identical bulk reagents as lot 76480be01 was performed. All controls met specifications, and no false non-reactive results were obtained, indicating that the lot is performing acceptably. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent for lot 76480be01 was identified.

Event description:
The customer reported a false nonreactive architect syphilis tp result generated by the architect i2000sr processing module for a patient. The result was inconsistent with the results from other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): architect syphilis tp result = 0.23 s/co (nonreactive) autobio luminescence platform result = 2.65 s/co (positive) tppa result = positive colloidal gold result = positive no impact to patient management was reported.